Event description:
After successfully inserting the catheter, the nurse was stabilizing the site when the stylet came through the middle of the tubing resulting in a needle stick to their index finger on their left hand.